Manufacturer narrative:
Vyaire complaint (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. During bench testing, the device failed all flow and oxygen testing from the lap top ventilator final test, reading below passing specifications. Bench testing revealed a faulty oxygen blender. The service technician replaced the oxygen blender and the reported issue was resolved. After repair, the device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that model lap top ventilator 1200 was delivering lower oxygen than what was set. When the ventilator was set to deliver 40% fio2 (fraction of inspired oxygen) the ventilator would deliver 35% fio2. At this time, it is unknown if there was any patient involvement associate with the reported issue.